Manufacturer narrative:
The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineer. Testing of actual/suspected device: during installation of safety disk, the occurred during preventative maintenance (pm) conducted by a field service engineer (fse), the block guide at 12 and 3 o¿clock position broke off. The fse replaced the block guides and corrected the failure. The fse completed the pm with full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra- aortic balloon pump (iabp) had a damaged block guide that was noticed during the installation of a safety disk. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.